Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) and lead (lot#: va2wh93) revealed that the issue was due to a non-analyzable medical issue. Continuation of d10: product ID: 978b128, lot# va2wh93; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was experiencing itchiness in the area of the device and itchiness all over the body. This issue was resolved with device removal. The physician elected to remove the device since the allergist had determined the patient was allergic to titanium. The physician would like an analysis letter emailed to him and was curious if there were any abnormalities of the device that could cause the allergic reaction. The newly discovered titanium allergy resulted in physician to explant the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient stated ins is being removed next tuesday. Patient mentioned having developed a titanium allergy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported a suspected allergic reaction. Rep reports that since the implant on (B)(6) 2024 of the new device and lead the patient has had a rash that comes and goes. The healthcare provider (hcp) suspected a possible allergic reaction. Patient had no issue with previous devices prior to (B)(6) 2024. Additional information was received from a manufacturer representative (rep). Caller reported the patient was seeing an allergist and was continuing to do more testing. Caller reported that the allergist thought the patient's allergy may be caused by vanadium that is mixed with the titanium alloy. Caller reported the patient's allergic reaction was at the ins pocket site and traveled to the lead placement. Additional information was received from the patient. They reported that they may do a patch test and it's been 4 months of itchiness and a rash. Betamethasone cream was prescribed which reduced the rash for a short time and then the cycle returns. Patient stated that the implant may have to be removed if they do not get any relief. Additional information was received from the manufacturer representative (rep). The rep reported that the patient responded well to the therapy but had developed allergies to titanium. Rep reported the patient did not have any allergies with previous devices. Rep wondered if there was a customer engineer for gold plating the ins. Additional information was received from the patient. When asked what steps were taken to resolve their allergic reaction, the patient stated they had allergy testing done at (B)(6) during the week of (B)(6) 2024. It was determined that they were allergic to titanium and a medical adhesive. The allergist referred the patient back to the urologist who was willing to remove the device. The patient stated their schedule did not align with the urologist's schedule until (B)(6). Patient stated their therapy had worked well until this year and they would hate to give it up and have no help. Patient wanted to know about other ins options.